Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a placement procedure of broviac cv catheter. Post procedure after twelve days of placement it was reported that a chronic catheter appears to be broken internally. The right leg also appears to be puffy where the broviac is placed. Further, removed in interventional radiology. The current status of the patient is unknown.

Event description:
A patient underwent a placement procedure of broviac cv catheter. Post procedure after twelve days of placement, it was reported that a chronic catheter appears to be broken internally. The right leg also appears to be puffy which refers to the patient¿s body condition where the broviac is placed. Further, it was reported that the extension legs were removed in interventional radiology. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for reported fracture issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.